Manufacturer narrative:
A1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p45-32 that has a similar product distributed in the us, list numbers 7p45-40 / 7p45-45. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I toxo igg results for three patient samples. The following results were provided: the customer believes the negative results are correct. (Alinity I toxo igg reference range per package insert < 1.6 non-reactive, 1.6 to < 3.0 grayzone, >/= 3.0 reactive). (B)(6) 2024 sid (B)(6), (B)(6) 2024 sid (B)(6) the initial results = 2 and 3, the results were repeated twice (sn (B)(6) ) = negative (no specific result was provided). Additionally, it was mentioned the patients have a negative history of toxo igg no impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I toxo igg results for three patient samples. The following results were provided: the customer believes the negative results are correct. (Alinity I toxo igg reference range per package insert < 1.6 non-reactive, 1.6 to < 3.0 grayzone, >/= 3.0 reactive) (B)(6) 2024 sid (B)(6), (B)(6) 2024 sid (B)(6) the initial results = 2 and 3, the results were repeated twice (sn (B)(6)) = negative (no specific result was provided). Additionally, it was mentioned the patients have a negative history of toxo igg no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the complaint lot. The overall performance of alinity I toxo igg reagent was reviewed using worldwide field data. The review shows that the median of the patient results obtained for the lot(s) reviewed is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg reagent kit for lot number 58211be00 was identified. All available patient information was included. Additional patient details are not available.